Event description:
It was reported that prior to a procedure, the packaging of the wallstent was not sealed on one end. The device should be sterile. There were no adverse consequences associated with this event.

Manufacturer narrative:
The complaint device was returned to stryker sustainability solutions (sss) for an evaluation. The device was returned with an opened stryker tyvek pouch and label. A physical inspection of the complaint device revealed that the primary packaging was not sealed at the distal end of the tyvek pouch. There was no visual evidence that indicated the package had been sealed prior to distribution. The results of the investigation determined that the reported issue was substantiated. A malfunction is being filed due to a sterility breach/inadequate packaging.